Manufacturer narrative:
(B)(4), bur walk-out events resulting in a serious injury are not exempt from the reporting requirements of 21 cfr part 803. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to have not be properly maintained. Further, the useful life has been exceeded. Root cause: excessive use/abuse.

Event description:
On june 10, 2014, it was originally reported through a dealer that a ball bearing latch contra angle attachment was "not holding bur, nothing has fallen out, they test first." However, on june 30, 2015, we received additional information that the bur did in fact fall down the patient's throat on (B)(6) 2014. The patient was transported to the emergency room from dentist's office. X-rays were taken in an attempt to locate the bur. The ER doctor read the patient's chest x-ray and informed both the dentist and patient that the bur had been ingested and that the patient should wait for it to pass naturally. A few days later, the patient felt poorly and visited his primary care physician who sent him to a specialist. The specialist determined that the bur was lodged in the patient's lung. The patient underwent two wedge resections of his lung to retrieve the bur. The patient suffered a collapsed lung, then contracted pneumonia and later experienced a pleural effusion which required a procedure to drain the fluid from his lung.